Event description:
The customer reported that the high-definition camera head "image streaks appeared during the use of the camera, but the image did not disappear". The problem was found during an unspecified surgery. There was no delay of more than 15 minutes after the fault is detected and the procedure was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the images blink and stripes appear and the camera cable is damaged. A device history review revealed no issues that could have caused or contributed to the reported issue. A definitive root cause cannot be identified. Based on the results of the investigation, since the camera cable is damaged, it is possible that the internal charged coupled device has malfunctioned. The following is described in the "warnings" section of the instruction manual under "instructions for use": if the endoscopic images or functions are abnormal and return to normal spontaneously, there is a possibility that the device has already malfunctioned. If you continue to use the device as it is, the abnormality may occur again, and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. The following statement is included in the "warning" section in the instruction manual "storage": when wiping the outer surface of the camera cable, do not wipe the cable. When wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. There is a possibility that the camera cable may break. Olympus will continue to monitor the field performance of this device.